Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient stated that tubing of the silhouette came out of the cap. The tubing got detached from the infusion set at tubing connector. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to their body. The tubing was in use for 1 day. No further information available.

Event description:
On 16-oct-2019: follow-up information was submitted because the narrative, lot number, expiration date were updated and the result of the complaint investigation showed that (1 inserted tubing) the tubing split from hub from the connector ppc in the returned used device. Based on the device, method, result and the conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in united states. The patient reported that the infusion set's tubing came out of the cap as it detached at the tubing connector while she went to a concert and was having dinner. The site location was her abdomen and the pump was located on her waist. Reportedly, she changed the infusion set and her blood glucose level was over 600 mg/dl. Therefore, she took a shot and corrected it with a pump. The infusion had been in use for one day and they were kept in a drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.